Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and visually inspected. Visual observations revealed that the jaw was slightly bent and the jaw to shaft pin was missing of its space contributing to the jaw failure. When the trigger was actuated, the jaws were not functioning as intended. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip with a small gap. An eiii needle was loaded into the device and was tested on a sample rubber strip. When the trigger was actuated, the needle deploys and restores it to the original position successfully. This complaint can be confirmed. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space and bending of the jaw. A possible root cause for the failure could be fair wear & tear due of the use of the device. A manufacturing record evaluation was performed for the finished device [k4249ke-101103] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:unavailable.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
It was a reported by the sales rep via phone that during a rotator cuff repair procedure on an unknown date the jaw on the customer's expressew ii flexible suture passer is loose and bent. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information. The device will be returning for evaluation.